Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. A workmanship was observed not related to the complaint for a split and patch event. A further investigation is requested. As per the investigation procedure an deformation, wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
DHR trend summary: the review of historical complaints on the complaint management handling indicates that there were no other records related to this event for units manufactured on lot number 3643373. The review of all ER/ ncr(s) related to lot number 3643373 and the event split in patch was performed, and no results were identified associated with this information. The search criteria of these queries are mentioned in procedure qpp07-01-004-her1-g02 (v5.0). Review of all complaints for the period of sep 22 through aug 24 related to mfg date has been performed and it was found 1 month out of control limit (feb 23) with respect to the reported event. Invs# inv-46642 and pr2883930 were involved in feb 23. An additional investigation was performed to determine any patterns or similarities related to these records. According to the latest operations management review dated aug 24, there have been no changes in overall breast implant assembly event rates. During the trend review of all split in patch complaints for breast implant for the period of sep 22 through aug 24, was noted 1 outlier in feb 23. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.